Manufacturer narrative:
This device remains implanted therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device and right ventricular (rv) lead exhibited high thresholds and noise. At implant pacing thresholds were 1.2 v, today thresholds are at 6.0 v. An x-ray image was performed, and it did not show any changes of the placement of the lead or any abnormalities. The physician noted, the changes in thresholds occurred after the heartmate lvad system was implanted. X-ray images showed the lvad system is placed very close to the (rv) lead. The patient was hospitalized for further evaluation, and the physician has deleted therapies in the vt zone to avoid any inappropriate therapy. The lead remains implanted. No additional adverse patient effects were reported.